Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specification. The insulin pump was monitored and no blank display anomalies or low battery alerts noted. The insulin pump passed unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. However, the insulin pump was received with no vibrator alert due to broken black wire on vibrator motor. The insulin pump was received with cracked case at display window corners, cracked battery tube threads and minor scratches on lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump fell and is no longer vibrating. Also, the customer has experienced battery problems. After a low battery alarm, the pump went off immediately. The pump passed self-test, but vibration still not working. The customer's blood glucose was 11.7mmol/l. The pump will be returned.